Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident, per the paramedics. The customer's meter read at 86 mg/dl at the time of the incident. The customer was at 78 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting was completed and the customer will contact the meter company due to the questionable readings. The customer had a high earlier on the day of the call. The insulin pump will not be returned for analysis.